Manufacturer narrative:
H.6. Investigation: multiple zip lock bags were received containing loose 10ml syringes along with a few pieces of top web from batch #8315843 (p/n (B)(6)). The samples were visually evaluated. Nineteen syringes were observed to have barrel damage, ranging from scuffs to dents to severe deformations and cracks. This damage was aligned with cracked plunger rod ribs underneath those areas and scratched off scale markings. Majority of the damage appeared to be between 5ml marking and the flange. The potential root cause for the damaged barrels/plungers defect is associated with the assembly process. The aql for incorrect assembly is 0.65%. The defective rate identified is 21 out of 333,200, which is 0.0063%. No corrective actions are necessary based on the defective rate identified. Batch 8315843 is considered in compliance with our product specification requirements. DHR was performed. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect.

Event description:
It was reported that 20 syringe 10ml ll wwd experienced a failure to contain blood/medication, broken/damaged plunger rods, and scale marking issues. Product defect were noted prior to use. The following information was provided by the initial reporter: prior to use in the manufacturing process, cracked (damaged) barrels were found.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8315843. Medical device expiration date: 2023-11-30. Device manufacture date: 2018-11-11. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that 20 syringe 10ml ll wwd experienced a failure to contain blood/medication, broken/damaged plunger rods, and scale marking issues. Product defect were noted prior to use. The following information was provided by the initial reporter: prior to use in the manufacturing process, cracked (damaged) barrels were found.